Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a4 and block b5 have been updated based on the additional information received on december 4, 2023.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second device was used; however, only three bands were deployed. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 4, 2023: the speedband superview super 7 was used in the esophagus during a band ligation procedure. It was noted that there was no difficulty experienced upon setting up the first device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second device was used; however, only three bands were deployed. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.